Event description:
A customer reported poor image quality when preparing the camera head for use in an unspecified diagnostic procedure. There were no reports of patient harm. Upon inspection and testing of the returned device, no image was displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, no image was displayed, caused by a faulty cable. In addition, the cable boot was loose with improperly applied adhesive, causing air and water leakage. The investigation is ongoing. A supplement report will be submitted upon completion of the investigation, or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And correction to b3, b5 and d10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to failure of the charged coupled device (ccd) and cable flooding. It is likely that the faulty ccd failed due to water intruding inside. Though it is likely the protector was stressed, which resulted in loosening of the stopper, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Information obtained identifies the procedure was completed with a similar device.